Event description:
Surefit ground pad was applied to patient's hip and connected to cautery unit. The cautery unit kept alarming. Another 2 pads were tried with the same lot number, also on another cautery unit. The alarm "monitor" alarm kept ringing. The doctor removed polyps with cold biopsy without cautery. After the procedure a surefit pad from a different lot number was tried and it worked fine. This lot number was pulled from inventory.